Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: device history record review is in process. Tee has been requested, but not provided. Operative report and discharge summary have been requested, but not provided. Device to be returned for evaluation.

Manufacturer narrative:
(B)(4) = suture loop. Evaluation summary: as received, the valve exhibits a gap at the coaptation region. Suture track was detected at the free margin of leaflet 3 at commissure 1. Indentations in the free margin are typical to those made by a suture loop. A suture most likely looped over commissure 1, which led to creases in the cusp area in leaflets 1 and 3. No inconsistencies detected or in the x-ray as the wireform is intact. The returned device was examined visually and with a light microscope (asset # (B)(4)), digital microscope (asset# (B)(4)). The x-ray used met ID# (B)(4), ruler ID# (B)(4) and caliper ID# (B)(4). Method: x-ray. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards' valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping.

Event description:
Reportedly, a mitral valve was explanted one day post operatively due to bad coaptation. Per the customer report: post-op tee, mi 3/4, one cusp not moving, bad coaptation.